Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited variable impedance measurements, and reached shock high out of range measurements of 129 ohms. This crt-d system remains in service. The system will continue to be monitored. No adverse patient effects were reported.